Manufacturer narrative:
1/28/1998-supplemental report #1 sent to FDA. Device not available for evaluation.

Event description:
The device was used during a pneumonectomy procedure. Reportedly, the staples did not form properly and the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.